Manufacturer narrative:
Occupation - lay user/patient. This medwatch was previously erroneously submitted as submission number 1823260-2014-03206. This medwatch is for system 1. Reference medwatch with submission number 1823260-2014-03171 for system 2.

Event description:
The caller tested 5.0 inr (system 1) and 4.8 inr (system 2) on the coaguchek xs system while a comparison lab returned as 3.5 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.